Event description:
Download data from a (B)(6) old male pt showed several battery faults. Zoll customer support contacted the pt and issued him a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the charger did not power up. The cause for the defective battery charger was corrosion on the battery connector and a defective u13 microprocessor. The root cause for the corrosion and defective u13 component could not be positively identified. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.